Event description:
A certified surgical technologist reported that occlusion issues were experienced during two different cataract procedures. The issue was corrected by replacing the cassette each time. No harm to either patient was reported. Additional info was requested. However none has been provided to date.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).